Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03017. It was reported the patient was experiencing uncomfortable stimulation upon using near maximum stimulation amplitude to obtain effective foot stimulation (date of event is unknown). As a result, the patient underwent surgical intervention on (B)(6) 2014 during which the lead(s) was repositioned which resolved the issue. It was also reported the physician elected to explant and replace the scs ipg with a different model in order to take advantage of new technology.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.